Event description:
Ats45 stapler, jammed during firing, dispensed 2 staples no blade cutting occurred. Doctor stated clamped, heard click, went to fire, jammed. Able to retrieve all part/2 staples. All parts passed off field. Opened new stapler and load no issue. From operative note: the base of the appendix was able to be clearly visualized and the appendix was stapled off at the level of the cecum using a blue load endoscopic stapler. The initial stapler was able to be clamped but malfunctioned upon firing, once the stapler was unclamped two loose staples were noted. No perforation to the appendix or cecum was noted. The loose staples were removed. A new stapler was used to staple off the appendix at the level of cecum the staple lines were inspected and appeared hemostatic and intact.